Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: on investigation, the alleged damaged battery compartment issue was verified. The battery compartment was found to have cracked from the threads to the case seal. The pump powered up to the display with auditory feature. All the buttons responded properly. Unrelated to the complaint, the display was found to be dim and discolored.